Manufacturer narrative:
The suspect device has not returned for evaluation. The complaint could not be confirmed. The root cause could not be determined. The device history record was reviewed, and no exception documents were found. A search of the complaint database was performed and only one similar complaint for this lot number was identified. Should the device be returned later, the investigation will be re-opened.

Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
Account alleges that during a venogram of iliac veins with 3d spins with 100 ml injections through a pigtail, the catheter was found to be fractured upon removal. No patient injury to report.